Event description:
It was reported that the patient pulled the lead out when it got hung up on the toilet paper dispenser damaging it. Xrays were done. It was noted that the patient pulled the lead out during test phase. The test cable hung up on the toilet paper dispenser pulling the lead nearly out. Patient symptoms included pain and redness. The location of the issue was noted as the lead-extension connection. The lead was explanted (complete) and replaced. Patient status at the time of the initial reporting was noted as alive - no injury. Additional information received noted that regarding the cause of the event, the lead got wrapped around the toilet paper dispenser and as the patient stepped away he pulled the lead nearly out. Regarding was it device related, it was noted: not device related but accidently pulled out by the patient. Regarding how was the patient doing now, it was noted: great, they proceeded with removal and full implant. Regarding was the patient receiving effective therapy, it was noted: yes.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0sza2, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3889-28, lot# va0sufz, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).